Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
Reportedly a 2800, 21mm was explanted after a 132 month implant duration due to unknown reasons. Received operative report with returned device in 2009. Operative report indicates device was explanted due to aortic insufficiency, as well as aortic stenosis. The valve had a significant pannus, essentially the posts were stuck to the arterial wall.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 13.7 months. On 10/26/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.